Event description:
During a gastric bypass procedure, the staples did not form in the center of the 3rd and 2nd row of the cartridge. Everything else did. This was the 3rd firing, the first two firings went okay. Case completed by oversewing the area. No patient consequence.